Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately three to four months ago from date manufacturer was made aware.

Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well post operatively. The explanted device will not be return as it was disposed at the facility.